Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which a hole was identified in the left cylinder. The left cylinder and pump were removed and replaced at physician discretion. The cause for the cylinder perforation was not detailed by the facility. Following the intervention, the patient was stable and improved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Approximately wo weeks later, a surgical procedure was performed in which a hole was identified in the left cylinder. The left cylinder and pump were removed and replaced per physician discretion. The cause for the cylinder perforation was not provided by the facility. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the cylinder hole observed clinically was confirmed and that this likely resulted in the device not functioning as expected. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified the cylinder had wear at fold in the cylinder body. Functional testing of the cylinder identified a hole which led to a leak at the corner of a fold when the cylinder was inflated with saline. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.